Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. On (B)(6) 2013 at 1800, the primary tubing set was primed with an unspecified volume of normal saline, connected to the pt's central venous access line, and the delivery was started. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for the piggyback delivery of ifosfamide 5mg and mesna 5000mg/240ml, at a rate of 10ml/hr, for a duration of 24 hours, via a plum pump. On (B)(6) 2013 at approx 0930, it was reported that the pt walked down the hall to report a leak of solution. At this time, the customer contact reported that the nurse noted approx 70ml of solution had leaked from a crack in the semi-rigid adapter of the clave secondary port. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. It was reported that the leak of solution resulted in a strong smell. After an unspecified length of time, the nurse reported a headache and went to employee health. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots), lot numbers 300855h and 292305h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.